Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on transection of the vessel, the staple was normal, but the blade did not cut completely, about 1/3 of the staple line. Another handle was used to complete the procedure. There was no patient injury.